Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - flat.

Manufacturer narrative:
A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion in the inlet tube of the pump near the strain relief and in the exhaust tubes of cylinders 1 and 2. Testing revealed these not to be sites of leakage. Surface abrasion was noted on the longer exhaust tube of the pump. No functional abnormalities were noted with the pump or the cylinders. The reservoir and reservoir inlet tube were not returned for evaluation. Without the benefit of analyzing the components, quality cannot confirm any observations and cannot comment on the condition of the reservoir and reservoir inlet tube. The information received indicated "malfunction - flat" and "the device does not cycle," but because no functional abnormalities were noted with the returned components, and without examination of the reservoir and reservoir inlet tube, quality cannot determine the true cause of this reported event. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 1558521.

Event description:
Additional information received indicated "the device does not cycle."